Event description:
It was reported that there was a lead impedance error. The lead was partial explanted due to the lead broke when physician attempted to remove. High impedance of greater than 4000 ohms was reported. The lead was replaced. Impedance testing was performed. Pre-operative prior to battery replacement, impedance was checked and was >4000 on electrode 3. The patient was reported alive with no injury as of day of reported event. Additional information from the representative reports he was unable to resolve the high impedance pre-operative and battery was already being replaced; therefore, the lead was replaced as well. Cause of impedance issue was not determined. Unable to determine if the lead was fractured as it broke during the attempt to remove the lead. Patient reporting feeling as if the lead had "moved" as it was poking out more than it previously had but no reported falls known. Post-operative patient was doing well with the replaced lead and battery. Appropriate sensory responses were reported at appropriate amps. No impedance issues were noted when checked post-operative.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v435886, explanted: (B)(6) 201, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).